Manufacturer narrative:
Additional information is being requested from the field. This report will be updated if additional information is received.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing and pace impedance measurements of less than 200 ohms. A lead safety switch (lss) from bipolar to unipolar configuration occurred, in which myopotential noise was observed afterwards. There were previous episodes of pace impedance measurements less than 200 ohms noted. At this time the lead remains in service. No adverse patient effects were reported.